Manufacturer narrative:
Based on the available records, it is not clear what role, if any, the lava ultimate restoration, played in this event. Other factors, such as prior tooth history and dental treatments, may have played a role in the need for root canal therapy.

Event description:
This patient record was identified during post-market surveillance activities. Records supplied by the dental office indicate that a male patient (year of birth 1961) required root canal therapy on tooth #4. This tooth had received a lava ultimate crown on (B)(6)2012; the reason this crown was needed was not explicitly documented in the patient records. Treatment notes from this same date do indicate that core build-up was necessary, suggesting that there may have been a prior restoration or significant decay. On (B)(6) 2013, the patient reported that the lava ultimate crown had debonded approximately 2 weeks prior; the patient reported minor sensitivity. The crown was re-cemented. On (B)(6) 2015, the patient reported pain, which was traced to originating from tooth #4; diagnosis was necrotic root tissue and the recommendation for a root canal was made. The root canal was conducted on (B)(6) 2015, at which time, decay beneath the crown was identified. A new, non-3m crown was placed, along with core build-up and pins.